Event description:
The customer stated while priming the pump had an over infusion. The customer was connected and instead of hitting bolus customer hit the prime and rewind. The customer stayed connected and just prime one unit and stop the pump. The device kept going and they could not stop it. The customer was hospitalized for low bgs. Later the customer called back and stated when the set was primed the numbers came up on the screen. The customer continued priming even after the activate button was not pressed and went to empty reservoir. The doctor indicated that the customer is on back up plan. A replacement pump was requested.